Manufacturer narrative:
(B)(4). Based on the info provided by the user facility, the ventilator was tested by their biomed for five days and reported no problems with the ventilator. The ventilator has been placed back into service. A carefusion ventilator solutions specialist contacted the user facility to discuss the avea circuit occlusion alarms and provided an excerpt from the avea operators manual which describes the conditions that might cause this scenario to occur and how to perform a circuit resistance test. The circuit resistance test will aid the user facility in identifying if a pt circuit setup is contributing to excessive level of circuit resistance.

Event description:
The following description of the event was copied from the user facility medwatch report received by carefusion on october 29, 2014. "The intubated pt's ventilator began alarming "pt disconnect" and "circuit occlusion." Pt's nurse and respiratory therapist were at pt's bedside. The pt appeared in much distress with pt's respiratory rate >40, heart rate > 130, and blood pressure decreased. Bilateral breath sounds were present. The peep reading 0-2 cmh2o (set at 5 cmh2o). The nurse bagged the pt while the respiratory therapist attempted to trouble-shoot the ventilator. The therapist could not find any obvious ventilator issues. The therapist and nurse changed out the vent and the nurse adjusted the pt's sedation and the pt rested much more comfortably. No adverse effects to the pt. The ventilator was brought to biomed for inspection. Biomed tested the unit for five days and could not duplicate the problem. There were no significant findings in the device's error log. Because there were no significant findings, the device was placed back into service." Ref (B)(4).

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as 10/29/2014. The information for this follow-up report was noted on 9/25/2015. Correction: life threatening and required intervention to prevent permanent impairment/damage (devices) were added because the ventilator required change out. Information redacted from initial MDR, submitted in error. Should be coded as serious injury given medical intervention was required to preclude serious injury or death.

Manufacturer narrative:
No patient injury.